Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, debris was reported to be present on the pneumatic tap. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies, cleaned the pneumatic tap, and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.